Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed kinked tubing. The reported condition was verified. The cause of the reported issue was not determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink stopcock and i.v. Solution administration set was kinked and prime was unable to be completed. The tubing was kinked out of package and would not straighten out once hanged. There was no patient injury or medical intervention associated with this event. No additional information is available.